Manufacturer narrative:
D4- UDI does not fit in field: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where there was mild- moderate pvl intraprocedurally, and the decision was made to plug. The pvl was plugged, and there was no pvl after plugging. Patient is doing well.